Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not functioning as intended three years ago. Patient is currently in hospice and receiving shock therapy. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) field (d4) in section d. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not functioning as intended three years ago. Patient is currently in hospice and receiving shock therapy. As of this time, this ICD remains in service. No adverse patient effects were reported.